Event description:
It was reported that a l3-021 error appeared while initializing the control module before a breast biopsy. The lcd screen shows horizontal blue lines and the screen shakes a lot. There was no pt consequence.

Manufacturer narrative:
(B)(4).evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vacuum tubing assembly, pump sensor and the vso due to the vacuum tubing had debris in it causing weak vacuum and the error l3-021. The analysis site was not able to duplicate the customer's complaint of horizontal blue lines and the screen shakes a lot, and to confirm that the connectors were not loose; the site reseated the j6 and j7 on the lcd display. The analysis site also found during testing that the power input module and the foot pedal connector were loose and replaced the power input module to correct the issue. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.